Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the failed auxiliary full height legacy drawer with duplicate pocket errors and a failed drawer controller board. A field service engineer (fse) replaced the controller board. However, the drawer was not initially detected in hardware test application (hta). The fse cleaned the controller board contacts, secured all connections, and removed the pockets, but the issue persisted. After booting into the application, the system detected the drawer, which was then assigned and recovered. Five pockets were ejected with medication present; pharmacy staff removed and reloaded the medications. The pharmacist verified normal operation. During preventive maintenance (pm) on the auxiliary unit, the fse identified damage to the drawer 4 1 legacy half height left side rail, which caused jamming when forcibly closed. The damaged rail was replaced, connections were secured, and testing in hta confirmed proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies failed to recover, which located on mptxrhbpx1. The customer attempted to recover the cubiesn, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.